Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported that they had been experiencing an incident in which the avea ventilator gave a "vent inop" and "safety valve open" alarm. They are unable to determine exactly how it happens but they believe it has to do when adjusting their vsync rise time and bias flow settings, leading to autotriggering and subsequent reported alarms of "vent inop" and "safety valve open" alarm. There has been no reported patient involvement nor patient harm or injury.